Manufacturer narrative:
Lot number is unknown; therefore, manufacture date can not be confirmed. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: instrumedics. Eib jh. Lot 09302016. Po 151861 service contract no charge. Shaft insulation cracked, compromised, broke or breached (failed insulscan) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.